Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it was found needle and catheter separated during the puncture and felt resistance and catheter bent."

Event description:
It was reported that separation occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it was found needle and catheter separated during the puncture and felt resistance and catheter bent."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8325614. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.